Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the universal surgical manipulator 3 (usm) due to an error. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿recoverable fault 32056¿. The unit was tested on an in-house system and it failed normal mode as it triggered an error 32056. Logged errors 32056, 1173, 1123 and 32058 pointing to pitch were identified. When pitch flat flex cables (ffc) search light 2 (sl) was replaced with a gold part and retested on the system, the error went away. The original ffc sl2 was then reinstalled and retested; the error 32056 came back. The unit went through testing on a pftp (using gold ffc sl2) and it passed all required tests, except pitch friction. Pitch ffc sl, sl printed circuit assembly (pca) and bracket will be replaced as a fix to the report problem. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed an error occurred during the surgical procedure that were related to the reported complaint. Additional log reviews confirmed the cholecystectomy surgical procedure was performed on (B)(6) 2022 using system (B)(4). This complaint is reportable due to the following: the customer converted to an open procedure after the start of the procedure due to an error on the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a recoverable fault 32056 was displayed on arm 3. The caller stated that they rebooted numerous times. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller perform a hard power cycle, with the emergency power off (epo) of the system and replace instrument sterile adapter with a drape with no resolve. Then, the isi tse asked if the case could be completed with 3 arms; the surgeon stated that they would not be able to proceed with 3 arms and would be converting to an open procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.